Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a board failure was identified in the pyxis machine. The field service engineer (fse) opened the back panel to access the auxiliary components and replaced the pyxibus module controller, pyxis bus cable, and position sensor on half-height drawers 4.1 and 4.2. The system was tested using the hardware test application, and the customer verified proper functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unit displayed a black screen. The pharmacy technician was able to disconnect auxiliary drawers 4.1 and 4.2, after which the pyxis unit powered back on. At present, the pyxis was functioning except for auxiliary drawers 4.1 and 4.2. The customer suspected a potential board failure within the unit. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.